Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal procedure, the balloon would not inflate for dissection. They had to open another one to complete the case. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) received one device with pro access and dissector system. The visual inspection of the returned product noted that the circular seal was cut. The obturator and dissector balloon appeared intact. The insufflation bulb was received. The inflation syringe, trocar balloon and lock collar were not received. Pmv performed functional testing; hole was covered, and the dissector balloon was inflated insufflation bulb, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.